Event description:
The manufacturer received information alleging a thermal event to a dreamstation CPAP device. The user alleges the device malfunction, and the device was in a fire. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.